Event description:
It was reported that the device displayed 0ml for all readings. No pt injury was reported.

Manufacturer narrative:
The service rep confirmed the unit reading 0ml. Also the system was leaking oil from an unk source. The faulty dcm was replaced. Add'l repairs included the probe pcba passing the visual inspection but was found to give an intermittent probe button response. The faulty probe pcba and cracked bottom and top probe covers were replaced.